Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has not been confirmed. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report unstable pneumoperitoneum pressure with their high flow insufflation unit. No patient or user harm has been reported.

Event description:
The reported phenomenon occurred in the middle of an unspecified procedure, and the procedure was cancelled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the reported issue could not be reproduced. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.